Manufacturer narrative:
The lead / device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that approx. 3 months after the implantation oversensing episodes were detected via homemonitoring. The patient was brought into clinic to perform provocative movements to try and replicate the rv lead oversensing, however it could not be reproduced. It has been assumed that the connection in the ICD header was loose. According to the current information a revision surgery was scheduled.

Manufacturer narrative:
(B)(6) 2018 - this ICD and rv lead were explanted (B)(6) 2018. We received an updated analysis. We have received your complaint on the above mentioned devices. The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices, the returned device data as well as the lead itself. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the ICD proved the device functions to be as specified. The returned home monitoring data have been evaluated. The available iegm from (B)(6) 2018 documented the presence of noise in the right ventricular channel. Besides this observation, the data did not reveal further peculiarities. The lead was subjected to an extensive analysis. The analysis showed dried blood residuals inside the leads lumen which were most likely introduced by means of stylets used during the explantation procedure. Furthermore in the area of the atrial dipole the lead body was partly pulled off from the proximal ring electrode. This damage presumably occurred during the explantation procedure. In the course of the analysis of the lead, no deviations were noted that might have contributed to the reported clinical observation. In conclusion, the ICD was not returned for analysis. The lead did not show any peculiarities which might have contributed to the reported oversensing. The review of the quality documents confirmed a regular manufacturing of these devices. Based on the information available for analysis, the root cause of the clinical observation was not determinable. However, the analysis did not revealed any indication of a device malfunction.